Event description:
It was reported that the patient's implantable neurostimulator (ins) stopped working 4 to 5 years ago. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 7496-51, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID: 7433, serial# (B)(4), implanted: (B)(6) 1993, product type: programmer. Patient product ID: 3986, serial# (B)(4), implanted: (B)(6) 1993, product type: lead. (B)(4).